Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 173 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer reverted to insulin pens for insulin therapy.